Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to erosion. Other than surgical intervention to remove the device, there were no adverse patient effects reported.